Event description:
Olympus was informed that the distal tip was damaged and the wires were exposed.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that during an ureteroscopy with laser lithotripsy procedure, a reusable holimium laser fiber had exploded 3 inches from the distal end when it was activated. The users reportedly heard a loud pop when the laser fiber had exploded. The pt's urethra was said to have been assessed with no trauma noted. The user facility reported that the procedure was completed with a placement of a silicone stent. The user facility reported that the pt was an outpatient and the incident did not result in hospitalization. The attending physician reportedly had been in practice for 6 months. The user facility reported that the probable cause of the incident might be due to a defective laser fiber in combination with the position of the scope which might have been deflected. There was reportedly no image related difficulty experienced during the procedure. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The bending cover was leaking due to a cut with broken metal mesh protruding. The bending section was found compressed at 7 mm from the bending section glue on the insertion tube side. The instrument channel was inspected with a borescope with no evidence of laser damages observed. The image was found without any issues. The reported phenomenon was attributed to physical damage. This report is being submitted as a medical device report in an abundance of caution.